Event description:
The customer reported being in the emergency room due to high blood glucose and the doctor is concerned that the insulin pump is not functioning properly. Troubleshooting could not be performed as customer did not have supplies. Days later, the customer called back requesting assistance with adjusting the basal rates. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.